Manufacturer narrative:
(B)(4). Concomitant medical products: item # 010000848, g7 neutral e1 liner 32mm d lot# 3364190. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04043.

Event description:
It was reported that patient underwent total hip arthroplasty approximately 1 month ago. Subsequently, patient experienced recurrent dislocations attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient experienced recurrent dislocations. Patient underwent closed reductions 14 days post-implantation. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of procedure notes which indicated multiple dislocations. Xray review indicated overall fit and alignment appear normal and appropriate. Bone quality is normal. No signs of loosening, wear, radiolucency, subluxation, or any other contributing factor such as malalignment. No indications of subsidence, poly wear debris, dissociation of implants, corrosion, or osteolysis. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient experienced recurrent dislocations. Patient underwent closed reductions 14 days post-implantation and subsequently underwent revision. Attempts have been made to obtain additional information; however, none is available.